Event description:
It was reported by the physician's office that the patient's father was demanding to have the vns explanted as the patient had been losing weight and the family attributed the weight loss to the vns. The physician offered to program the vns off, but the family wanted to leave the device programmed on. The patient was referred to a surgeon due to the request. The physician's office stated they do not know if the weight loss is related to vns as the patient had not even been seen since the complaint was made. It was noted the patient was seen by the physician the month prior, but there was not a mention of a complaint or weight loss at that time. No known surgical interventions have occurred to date.

Event description:
The patient underwent surgery and his generator and lead were explanted. The products were discarded. No further relevant information has been received to date.